Event description:
During a proximal tibia fracture procedure, the surgeon inserted the sleeve into the aiming arm, when the attachment for the tubing came off sleeve. The broken piece was retrieved. The surgeon used another sleeve from a different set to complete the procedure.

Manufacturer narrative:
Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no nonconformances records were reviewed and no nonconformances related to this complaint were found in the device history record (DHR). When the complaint device was received, it was observed that the attachment for the tubing had come off the sleeve. The inspected of the insertion sleeves showed that the irrigation ports had come off as reported. We were unable to reliable determine a cause for this occurrence. We suppose that the part broke off due to mechanical overloading and torsional applied force. No product related condition was found.